Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting knife was providing friction when it was retracted from the eye. The knife was felt to be shorter in size post retracting the knife from the eye by the surgeon. The had no impact. Procedure details was not reported.

Manufacturer narrative:
One opened 2.4 sb intrepid clear cut slit knife was received for the report of knife causing some sort of issue- friction when it was retracted from the eye. Sample was visually inspected and found to be nonconforming with broken tip, flash at the cutting edge, raised metal on the cutting edge, and damaged and offset ears. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample was found to be visually non-conforming, therefore a knife causing friction as described by the customer was confirmed and the root cause is related to the electropolishing step in cutting instrument finishing manufacturing process. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related. An investigation has been completed to investigate the root cause of the flash at the cutting edge for the cutting instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).